Event description:
The patient had required hospitalization or prolongation of existing hospitalization. The event was unlikely/unrelated to surgery, s timulation and the system but was possible/probable/certain to be related to medication or pre-existing/underlying disease.

Event description:
It was reported that the patient fell on their face and due to the fall a new nasal bone fracture occurred. There was an operation on (B)(6) 2014. The outcome was resolved completely.

Manufacturer narrative:
(B)(4)